Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis, vessel dissection occurred. The target lesion was located in the circumflex artery. A 3.0 x 24mm synergy drug-eluting stent was implanted at the target lesion. Five hours after, the patient reported having chest pain. Intravascular ultrasound was performed and revealed closure at the proximal end of the previously implanted synergy stent. Dilatation was then performed and a few stents were implanted proximal and distal to the previously implanted synergy stent. The procedure was completed. Physician suspected that a dissection proximal to the synergy stent caused the closure of the synergy stent. No further patient complications were reported and the patient's status was fine.